Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available. During a troubleshooting with adc customer service, the error-4 message issue was resolved after installing new battery.

Event description:
A customer reported getting an error-4 on their freestyle meter and as a result of being unable to test, experiencing symptoms of hyperglycemia. The customer further reported being transported to a local hospital via paramedics where she got diagnosed with hyperglycemia and treated with novolin insulin every 30 minutes (customer does not know dosages) for approximately 6 hours. The customer also reportedly was prescribed metformin 1000mg. B.i.d. And glipizide 10mg. B.i.d. There was no report of death or permanent impairment associated with this medical event.

Event description:
(B) (4)

Manufacturer narrative:
Customer returned meter (B) (4) for investigation. The returned meter powered on with button press and strip insertion. Control solution testing was performed. All results were within range specification and no errors were observed. The complaint is not confirmed. Memory overwrite was observed in this meter and the units of measure were unlocked to mg/dl. Customers and retailers have been notified via adc fa16may2006 letter. This is a final report.